Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber failure is confirmed as analysis identified that the glass and metal caps were fully detached and not returned. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant and heavy tissue contact, and/or a decrease in the cooling saline flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass and metal cap detachment. The interaction between the user and device, caused or contributed to the observied fiber tip damage and reported event. The instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Although analysis identified a break on the fiber body please note that based on the as reported information there was no allegation of fiber body break. Therefore, it is probable that the fiber body break likely occurred after the procedure or during transit for product analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the glass and metal cap were fully detached and not returned. The fiber body was observed to be bent/kinked to nearly a 90-degree angle. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that the fiber body was broken. The connector cone, segments, and tabs appear in good condition and secured. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass and metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber failed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned device identified that the glass and metal caps were completely detached and was not returned.